Manufacturer narrative:
Concomitant medical products: product ID: 3389s-28, lot# v592321, implanted: (B)(6) 2013, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from the patient regarding not getting a new antenna when they got a new rechargeable device. They were concerned that he can't use his patient programmer (pp) if it breaks. They were able to use the pp without the antenna until the replacement is sent. The patient had a loss of stimulation. His primary cell device depleted quickly and he needed the rechargeable implant so they got a rechargeable device. The patient was implanted for parkinson's dual and movement disorders.